Event description:
Angioseal closure device failure, possible foot not functioning properly, failure to achieve arterial hemostasis with device. Patient required additional means of achieving hemostasis, application of femstop and longer bedrest and monitoring.